Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. The magnetic clip was not returned with the device. Functional testing noted that the capsule was returned with a dead battery preventing the capsule from pairing with the recorder. The capsule was opened. The capsule batteries measured no voltage. The capsule was connected to an external power supply and the capsule successfully paired with the recorder. The capsule tx counter was 2048 indicating no prior capsule activity. This indicates a capsule battery component failure. It was reported that the capsule failed to pair with recorder during calibration. The reported issue was confirmed. The most likely cause was traced to component failure the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a capsule was placed prior to pairing with the recorder, which is not per recommendations. The capsule failed to pair with the recorder, and it was attempted with three different recorders were unsuccessful. A new capsule device was acquired and paired appropriately. A cold snare was used to remove the defective capsule, resulting in a temporary mucosal defect. The event did not lead to or extend patient hospitalization.